Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 for their annual exam. Upon interrogation the patient had multiple episodes of "low speed advisories" and "pump off" while using a grounded patient cable. The patient did say that they thought they were laying on the controller when this happened. They also mentioned that they were bent over when they heard one alarm. The customer was worried about a potential driveline fracture and sent log files for review. Log files captured intermittent speed drops less than the low speed limit and a pump stop between (B)(6) 2022 and (B)(6) 2023, which could potentially be caused by a problem with the driveline. The customer noted that their external driveline looked great, and that there were no bends or areas of concern. They also noted that the patient was meticulous with their care. X-rays were obtained but did not show the entire driveline. The patient was sent home on an ungrounded patient cable with the education to use only that cable, and they were to return for their next routine visit for a follow-up x-ray.

Event description:
The patient returned to the clinic on (B)(6) 2023 and was noted to have pump stops. Log files were sent, and the alarms were thought to be associated with a short to shield, so the patient was given an ungrounded patient cable. The patient went to the emergency department on (B)(6) 2023 after having a syncopal episode in the grocery store. Log file analysis found two transient low flow events on (B)(6) 2023 that seemed to be a patient related issue and not an equipment related issue. A kidney, ureter, and bladder x-ray had been ordered in the clinic the previous week but was unsuccessful. On (B)(6) 2023, technical services arrived onsite for a driveline repair. The repair was performed 3 inches from the exit site and the percutaneous lead was replaced. While tethered to a grounded patient cable post-driveline repair, the patient subsequently had low flows, low speed advisories with a speed drop to approximately 2200 rpms when the patient bent over, and elevated pump powers. The alarms resolved when the patient was changed to battery power. The driveline repair was unsuccessful. The patient was returned to an unshielded patient cable without issue and planned to remain on unshielded patient cable and/or batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed and pump stop events were confirmed through the evaluation of the submitted log files. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to these events, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Review of the submitted log files also confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. Additionally, a specific cause for the reported syncope event as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The submitted system controller log files collectively contained data from (B)(6) 2022 through (B)(6) 2023. Several low speed and pump stop events were captured throughout the log files while the patient was connected to the power module (pm). Additionally, two intermittent low flow hazard alarms were captured on (B)(6) 2023. No other notable events or alarms were captured. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 23.5¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Evaluation of the replaced external portion of the driveline revealed cosmetic damage to the silicone jacket. Electrical continuity testing of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number vad-16233, and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.